Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hit against concrete and the touch screen became shattered and unresponsive. Customer¿s blood glucose was between 120-150 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy and manual injections as alternate insulin therapy.